Event description:
It was reported that the patient underwent abdominal hysterectomy on (B)(6) 2014 and suture was used. During the procedure, the needle broke off and fell into the open abdominal cavity and was unable to be retrieved from the patient. The procedure was completed with same/like device.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.